Event description:
A physician reports an intraocular lens was replaced due to edge glare; it was reported that the edges of the capsulorhexis barely covered the intraocular lens. The pt stated she saw a "ring of light".